Event description:
It was reported when the patient turned stimulation on a couple weeks prior to report, she could feel ¿a little stimulation but not like she normally did.¿ the patient stated the doctor thought there was ¿something wrong with the device some place.¿ (B)(4) it was stated the different settings were being tested to get the most relief. Reportedly the issue was relieved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va053x3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).